Event description:
Revision surgery - due to the x-rays from the day after the primary surgery, they showed the hip was still dislocated. The surgeon believes he didn't impact the liner enough.

Manufacturer narrative:
The reason for this revision surgery was to relieve a joint dislocation that the patient continued to have after the primary surgery. The in-vivo duration of the primary components was one day. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. Hospitalization - initial or prolonged was required. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint against lot number 782f1024. A total of 3 complaints have been submitted against this part number with all three attributable to dislocations. The root cause for the joint dislocation is believed the surgeon did not impact the insert properly and the patient continued to have a joint dislocation after the primary surgery. There is no reported information that indicates a material, design, or manufacturing problem with this product.